Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a failed sensor. The patient was walked through bg run mode by the customer care agent who had him put his current finger stick (264 mg/dl) into the pump. Pt will put his bg in every 20 minutes until bg is stabilized and then will slow down on entering until tomorrow. Pt is getting more sensors tomorrow and will use the bg run mode until then. Pt had no further questions.